Event description:
The manufacturer received information alleging a ventilator was alarming for a service required alarm condition. There was no harm or injury reported. The device was not in patient use. During the evaluation a service required alarm indicating an oxygen blending module valve failed. The device's oxygen blending module subassembly was replaced to address the issue. Additionally, an error indicating the o2 pressure sensor railed was observed. This issue would not affect the device's ability to deliver oxygen as designed.